Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review but not during functional testing. This indicated that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. The reported complaint of user advisory (ua) 12 (lifeband not detected) was confirmed during the review of the archive and during functional testing. The autopulse platform failed the initial functional test due to (ua) 12 error. Two screws were observed loose, thus not allowing to the life band clip reset switch to be parallel to switch case. After adjusting the screws, the platform was tested with lrtf (large resuscitation test fixture) with well-known test batteries without any fault or error. Furthermore, not related to the reported issue, front and bottom covers were found to be damaged and the drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in 2008, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear and for the life of the device. The platform has exceeded its expected service life of 5 years. After replacement of the damaged parts, the clutch plate was deburred to remedy the sticky clutch, after which the platform passed the run-in test and all final functional testing. Review of the archive data indicated error messages (ua) 07 and (ua) 12 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (sn) (B)(4). Ccr (B)(4) reported on (B)(6) 2013. (Ua) 07 error was confirmed in the archive but not during functional testing. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform (sn (B)(4)) was running for 7 minutes and then stopped compressions and displayed user advisory (ua) 07. The crew immediately reverted to manual CPR and rosc (return of spontaneous circulation) was achieved. Patient expired several minutes later in the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition.

Event description:
During patient use the autopulse platform (sn (B)(4)) exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No platform issue was observed during shift check and deployment. Customer reported, platform was running for 7 minutes and then stopped compressions. The crew exchanged the autopulse battery with no results. The crew immediately reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved and patient was delivered to the ER room (with bp and pulse). Patient expired several minutes later in the hospital; however, the cause of death was not specified. According to the ems supervisor, the patient's death was not related to the delay caused by the device issue. After return to the station, customer tried to install lifeband clip into the driveshaft without any success. In addition, autopulse platform displayed user advisory (ua) 12 (lifeband not detected) error message when lifeband was inserted.